Event description:
In 2007, the pt stated that, in review of the insulin bolus history on her infusion device, it appeared that the infusion device had not delivered a 2 unit bolus of insulin. During troubleshooting with a company rep, it was determined that the pt had not initiated the bolus of insulin properly. The pt concurrently reported elevated blood glucose readings. She stated that her blood glucose readings recorded on the same day, were 295 mg/dl, 227 mg/dl and 270 mg/dl (her current reading). She reported her normal blood glucose readings to be in the "low 100's (mg/dl)". The pt was educated regarding the administration of a bolus and add'l training was arranged. She stated that she bolused insulin using her infusion device, which decreased her blood glucose level. She was advised to seek assistance from a healthcare professional to determine her applicable insulin basal rates and nutrition. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned.

Manufacturer narrative:
No product will be returned for evaluation.